Event description:
Pt reports band was explanted due to erosion, and explanting surgeon found infection running from port to band. Onset of problem occurred shortly after pt had c-section. Follow up findings: physician indicated that he did not feel infection related to sterility of device.